Event description:
Boston scientific received information that following an implant procedure and an ablation procedure, the patient developed a small to moderate left apical pneumothorax that was confirmed via an x-ray. The situation has since been resolved and no additional adverse patient effects were reported. No further details regarding what caused the pneumothorax could be obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.